Event description:
It has been reported to co that during the procedure the device failed to sense. The device was removed and replaced to complete the procedure. No pt injury is reported. The device is being returned to co for evaluation.